Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Power on reset (por) occurred on (B)(6) 2015. The por's were vdd monitor, vreg monitor and vreg glitch. This device was included in that field action, and returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054-58 lead implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri). The battery voltage dropped causing a reset. The device remains in use. No patient complications have been reported as a result of this event.